Manufacturer narrative:
The device was discarded by the facility. A review of the manufacturing documentation for the needle revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the needle was found to be satisfactory.

Event description:
A report was received that during an initial implant procedure the physician noticed csf leakage. The procedure was aborted and a blood patch was performed. The patient was reportedly doing well.